Manufacturer narrative:
(B)(4) date sent: 6/3/2016. Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: have you received any additional information regarding the event? No additional information

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the doctor was taking down the ip ligament when the enseal device got stuck on tissue and would not open. The doctor attempted to remove the device from the tissue with no success. The "bt" rep was contacted and trouble shot the issue over the phone with no success. A new device had to be used to cut out the old device. The case was delayed with patient under anesthesia. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch #m9345r. Additional information was requested and the following was obtained: was the device on a vessel/artery when it would not open? Ip ligament if yes, how was the device removed? A new device had to be used to cut out the old device (i.e. Cut off, forced opened). If cut off, did this cause a change in the plan of care for the patient? Case was delayed with patient under anesthesia. Did the removal cause any damage to the vessel/artery? Unknown. If yes, what is the damage and how was the damage repaired? Unknown. The following information was requested, but unavailable: attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How long was the case delayed with the patient under anesthesia due to this issue? The device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.